Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Multiple attempts have been made to contact the initial reporter to get information about the hospital, event date, the involved patient and the involved device. The letter mentioned in the initial report has also been requested. No new information has been received. It is unknown at this time if the patient has been formally diagnosed with an infection or if the involved unit has tested positive for any type of contamination. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
On december 17, 2016, sorin group (B)(4) received a report from the family member of a patient who had recently undergone open heart surgery for a valve replacement. The patient family member stated that the a letter was received from the hospital, which reported that the sorin heater-cooler system 3t used during the procedure may have been contaminated with mycobacterium chimaera. The report alleged that the patient (grandfather of the initial reporter) showed symptoms of infection.

Manufacturer narrative:
This report was originally submitted on february 15, 2017. However, it was submitted with the incorrect report number (submitted as 9611109-2016-00996 follow-up #1). It is now being resubmitted with the correct report number. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The complainant was contacted multiple times for additional information about the incident described in the report, including patient and hospital information. After the third request for information, the complainant responded that we had the wrong email. No other contact information was provided with the initial report. Livanova (B)(4) was unable to obtain further information regarding the hospital where the surgery took place or the current the condition and the confirmed diagnosis of the patient. As there are no further means of contact, further investigation is not possible.